Event description:
It was reported that during a prostate procedure, error 235 occurred indicative of a system malfunction during a procedure. The customer was unable to clear the error that occurred. The physician reverted to an alternative surgical procedure to complete the case (turp). There was no injury to patient.

Manufacturer narrative:
System analysis/service repair on july 24, 2014: the reported ¿error codes 102,202 and 235" issue was verified and confirmed. Initially it was not possible to calibrate the system. The system was re-calibrated and verified that the laser meets specifications.